Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there have been several events in which the device is programmed to infuse precedex for one hour and the infusion completed within minutes which could lead to potential adverse effects caused to patients.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿several events in which the device is programmed to infuse precedex for one hour and the infusion completed within minutes¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue of several events in which the device is programmed to infuse precedex for one hour and the infusion completed within minutes was not determined because no product or device logs were returned. The reported issue that there were several events in which the device is programmed to infuse precedex for one hour and the infusion completed within minutes could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Event description:
It was reported that there have been several events in which the device is programmed to infuse precedex for one hour and the infusion completed within minutes which could lead to potential adverse effects caused to patients.